Event description:
During a routine evaluation of a control material it was learned that a highly positive ketone control was reading negative on the clinitek 100 (software version 7.00). Visually the ketone parameter (reagent pad) was reacting correctly and exhibited a very dark purple color. In review of the software version 7.00 it was learned that it did not incorporate code to eliminate a fold-back condition. Fold-back refers to a situation in which a very high concentration of ketone (above 300mg/dl) causes a specimen to be reported as negative, eventhough the reagent pad is visually positive. The visual range of ketone results are negative to large, representing approx 0 to 160mg/dl or greater. While the frequency of very high ketones is low, clinically they exist and if falsely reported as negative can be clinically significant. Therefore, a field corrective action was conducted and all accounts (5) that received this software version have been contacted and replacement/corrected software provided. This action was reported under 21 cfr 806.10 and is considered closed.